Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system explant due to a patient infection. During the explant of this lead the physician experienced removal difficultly and a portion of the lead broke off and remains in the patient for now.